Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber tip was rotating and not firing as it should after 14 minutes of use. The procedure was completed with another fiber without patient complications.